Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a couple days after implant, there was a rise in the right ventricular (rv) lead threshold. A lead dislodgement and a potential rv perforation was alleged. It was also reported that the patient was experiencing pain. The rv lead was repositioned to the high rv septum. No further patient complications have been reported as a result of this event.